Event description:
Alleged event: it was reported that small green pieces of plastic had fallen off the clip cartridge as the clips were being removed and the particles fell into the pt and had to be removed. There was no harm to the pt.

Manufacturer narrative:
Qn # (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.